Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported being hospitalized on (B)(6) 2014 due to diabetes ketoacidosis and high blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. The customer reported that the insulin pump alarmed no delivery. The customer reported that there was a bent cannula on the infusion set. The customer reported that they replaced the infusion set, but the blood glucose levels went high again. The customer reported a second bent cannula on the infusion set. No additional information was provided.